Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 4, error 15, and error 23. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use the of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black . Case type = ngp. Customer returned pump for alleged pump error 4, pump error 23, and pump error 15 found on (B)(6) 2023. The pump passed the displacement test and self test. The test p-cap locks properly in place in the reservoir compartment noted. Unit successfully downloaded to thump. No pump error 23, pump error 4, and pump error 15 alarms noted during test. In further full review found pump error 23 alarm in the pump history on (B)(6) 2023 at time 11:47:10.000, pump error 4 on (B)(6) 2023 at time 11:47:08.000, and pump error 15 alarm on (B)(6) 2023 at time 11:47:08.000 due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No pump error 23, pump error 4, and pump error 15 noted during testing; however, found on history files. Pump error 15 and pump error 23 alarm was confirmed due to hardware error. Pump error 4 alarm was confirmed due to hardware error. Moisture found on the electronic assembly, motor home switch, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.